Event description:
It was reported that the patient presented with of an erosion through the right penile glans. When the physician went in to replace the inflatable penile prosthesis, erosion around the pump was noted. The physician put a dacron sleeve around the distal tip to prevent it from eroding further. An ambicor penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correct data: b5 event summary device corrected from artificial urinary sphincter to inflatable penile prothesis.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correct data: b5 event summary: device corrected from artificial urinary sphincter to inflatable penile prothesis.

Event description:
It was reported that the patient presented with of an erosion through the right penile glans. When the physician went in to replace the inflatable penile prosthesis, erosion around the pump was noted. The physician put a dacron sleeve around the distal tip to prevent it from eroding further. An ambicor penile prosthesis was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented with of an erosion through the right penile glans. When the physician went in to replace the artificial urinary sphincter, erosion around the pump was noted. The physician put a dacron sleeve around the distal tip to prevent it from eroding further. An ambicor penile prosthesis was implanted. No further patient complications were reported.